Event description:
It was reported that a user of the ilet experienced hyperglycemia after changing a low cartridge, with repeated cartridge and supply changes performed and no visible leakage or abnormality at the infusion sites; glucose peaked at 349 mg/dl, remained elevated during the call, and then trended down after all supplies were changed again. Customer care provided support that included review of device use and glucose level follow up. Investigation of this case revealed no observed infusion site leakage and no confirmed device malfunction, with glucose stabilizing after full supply replacement, so the cause remained unclear. Symptoms included dry mouth consistent with high blood glucose. Outcomes included transient elevation in glucose without hospitalization. It was concluded, based on previously established findings for similar reports, that the event was consistent with hyperglycemia of unclear cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.